Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an anesthesia kit (used for administration of a local anesthetic agent). A customer reported that a catheter included in the anesthesia kit broke upon removal from the surgical site. There is n oreport of patient harm.